Event description:
Hcp received patient had return of symptoms. Dye test showed some accumulation at catheter/pump connection site. In operating room catheter was found to be connected to pump. Md then tried to push saline through catheter. Md met resistance. Catheter was plugged at the intrathecal end. Md reports he was able to push blockage through with minimal pressure. Fluoroscopy showed dye dispersing. The device was explanted and returned to the MFR for analysis.